Event description:
Ivantis requested follow-up information from the initial reporter on 4 separate occasions (september 15, 2020, september 23, 2020, september 25, 2020, and november 30, 2020), but no response was received.

Manufacturer narrative:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
Device identifiers have been requested. The hydrus microstent remains implanted in the patient and is not available for evaluation. Persistent anterior uveitis / iritis is listed in the device labeling as a potential adverse event. Manufacturer reference #: (B)(4).

Event description:
An elderly female patient with bilateral cataracts and primary open-angle glaucoma underwent cataract surgery and hydrus microstent implantation in both eyes approximately 2-3 weeks apart. The hydrus implantation was uneventful in the first eye; the implant is well positioned with all three windows visible through the trabecular meshwork and satisfactory position of the proximal end (inlet). The patient's unmedicated postoperative intraocular pressure has been excellent (low-mid teens). The first eye, which was previously quiet and off postoperative medications, has developed moderate rebound iritis. Durezol has been prescribed. The patient is also symptomatic in the fellow eye. Systemic work up for potential causes of inflammation was positive for rheumatoid factor and anti-nuclear antibody. The patient was referred to a retina specialist for additional evaluation for the formation of keratic precipitates and cystoid macular edema in the fellow eye. Additional information is being requested. This report is for the first eye. Reference MDR #3007683266-2020-00022 for the second eye.